Manufacturer narrative:
The customer¿s report that the set cracked and leaked was confirmed. The set was visually inspected (including use of microscope) and a vertical crack was observed extending 6.1mm from the proximal end of the female luer. Testing confirmed leaking at the female luer. The cause of the leak was a crack on the female luer. The root cause of the crack was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states; "connection (IV extension device) with crack when hooked up to return line on cellex machine. Immediately started leaking when hooked up and clamps unclamped. Clamps then immediately re-clamped and new extension device primed and connected to peripheral IV angiocath, but the manipulation caused peripheral IV to infiltrate and had to be discontinued. Wrapped with gauze and coban and procedure ran single needle without further incident."